Manufacturer narrative:
The manufacturer is reporting this event because utmd received medwatch report number mw5118217 from a medical facility. The loop electrode is a passive element of an electrosurgical circuit. Due to the anonymity of the medwatch report, no other information is available for further investigation and analysis.

Event description:
On (B)(6) 2023 utmd received a medwatch report number mw5118217 with the event description "during leep procedure, equipment failed cutting and cauterizing after incision resulting in injury to pt".